Manufacturer narrative:
(B)(4). Batch # m55k94. Additional information was requested and the following was obtained: where was the air leak detected? On the distal staple line which was closed with the device. Was the temporary ileostomy planned? Yes. What was the condition of the tissue? Thick. Did the patient receive any chemotherapy or radiation prior to the procedure? Yes, both what were the indications for surgery? Low anterior resection because of cancer was the anastomoses taken in one or two firings? One firing. Please clarify the statement: ¿closing the stapler can be very difficult, it can only be done at second time.¿ the first closing was unsuccessful, the surgeon did it once more. Were there any issues noted with staple formation? It was not possible because it was not visible to check it in the pelvis because the resection was in too deep in the pelvis. Were any staples deployed in distal end of the transection? Yes what is the current patient status? The patient is normally recovering after the surgery with ileostoma. Before firing the circular device it was obvious that the closing of the distal end after resection was not appropriate. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, closing the stapler was very difficult; it could be done only at second time. After the closing of the jaws the surgeon waited for thirty seconds as per protocol and the device was fired after this time. Finishing this step the surgeon inserted the circular stapler to form anastomosis but he realized that the distal staple line wasn't properly closed. Where the staple line was opened he closed it by suture. Then he made anastomosis by circular stapler and he made a control with air and there was leakage detected again. Finally he performed an ileostomy temporary. Surgery was prolonged for sixty minutes. A control colonoscopy will be performed in two months.

Manufacturer narrative:
(B)(4).